Event description:
The patient reported a suspected false (incorrect) positive result from a rapid result covid test system, medwatch report # mw5107472 refers.

Manufacturer narrative:
This event was reported to the FDA under medwatch report # mw5107472. Patient reported as asymptomatic. Initial lumiradx sars-cov-2 ag test was performed on (B)(6) 2022, at an undisclosed location, with an unknown strip lot. The initial test result was positive. Secondary testing was performed three times on (B)(6) 2022, via lateral flow self-test kits, using two (acon) flowflex sars-cov-2 ag rapid tests and one (abbott) binaxnow covid-19 ag test. Secondary test result were negative. No further information related to product and instrument handling or gloving, and cleaning routines were provided, therefore we were unable to determine if practices are consistent with product insert guidance. No patient harm, injury or adverse health consequences were communicated by the patient for the reported discordant result. Review of test products, identified that both the acon flowflex ag test and abbott binaxnow ag test are lateral flow tests, with a lower sensitivity than the lumiradx sars-cov-2 ag test, with acon and abbot lod both more than 4-fold lower than lumiradx. The reduced sensitivity and differences in lod, specifically at low viral titters, suggests that it is entirely possible these results represent a true positive from lumiradx test and a false negative from secondary testing. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: qc testing is performed on all strip lot product at the time of manufacturing and only lots that meet these specifications are released for distribution. Reports of discordant results will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events. The receipt of any new information pertaining to this event will be submitted in a follow-up medical device report.